Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional anesthesia infusor was leaking. The device was filled with 0.125% levobupivacaine and 0.9% sodium chloride to a fill volume of 275 ml. This was observed before patient use. There was no patient involvement. No additional information is available.